Event description:
It was reported that the pt was experiencing extreme pain in hip and tendon. Pt had MRI and blood work performed and it was found that pt has elevated blood levels. Pt had a partial hip replacement on (B)(6) 2012 along with tendon repair. Pt states that tendon damage was done due to original implant. Partial implant replacement was performed at (B)(6) medical ctr.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.